Event description:
It was reported that the pt experienced change in therapy effect including altered mental status and was admitted to the ER with status of "good". It was also reported that the following day, the pt was combative, psychotic and was being restrained. The pt was receiving 0.5mg/dl (10mg/ml) - drug was not specified. The ER was trying to determine the cause of the pt's symptoms: the pt was also taking many oral medications. The intrathecal dose was being decreased to minimum rate until the cause of the pt's symptoms have been determined. A follow-up report will be sent if add'l info becomes available to us.